Manufacturer narrative:
Correction: previously reported g3 should have been 11 apr 2023 rather than 12 apr 2023.

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced. The patient was in stable condition.